Manufacturer narrative:
Additional information: on 06/08/2015, we have been contacted by the patient through a lawyer with a request of additional information, including the return back of the broken stem. We immediately blocked the shipment of the stem to the selected laboratory for the analysis. On (B)(6) 2015 there was a meeting between medacta and the patient to discuss about the situation. On 06/22/2015 we received the confirmation that the patient agreed to analyze the stem in the laboratory previously selected by medacta. On the same date we shipped the item to the laboratory. A final report with the analysis is expected on 07/16/2015.

Manufacturer narrative:
Additional information: on 07/16/2015 we received the report of the analysis from the external laboratory. On 07/28/2015 the report was checked by the medical affairs director who updated his original evaluation, based on the new information: "the only x-ray available refers to postoperative of primary surgery, 2010. The patient shows very thick cortical diaphyseal bone, a pronounced dorr type a femur, conditions generally difficult for a cementless short stem. A very good preparation of the femur is required and not always achievable. However, the hip looks correctly implanted. After a little more than 1 year, the short head was replaced with an extra-long: we do not know what has happened, if the stem has sunk in the femur or the contralateral hip has been replaced. Perhaps a larger offset or longer leg length was needed. The fracture analysis carried out by (B)(4), a specialized (B)(6) company, states that the initiation of the crack was induced by a localized temperature increase at the lateral end of the prosthetic neck, assuming that this was caused by electrocautery (which is extremely probable) and also assuming that this took place at revision surgery (when the head was replaced). Now, there is no sound evidence that the damage was made during revision operation: it may have occurred either at primary surgery or at revision surgery. It is in fact unlikely that after implanting the final stem the electrocautery is again used in the vicinity of the articulation during primary surgery, but not at all impossible. Small indentions such as the one identified by (B)(4) as the crack initiator are extremely difficult (if not impossible) to detect in the surgical environment yet they have a dramatic effect on the fatigue resistance of the stem. No macroscopic gesture is required to cause them, they originate from the electrocautery being activated when in contact or just very close to the stem. If a vessel needs to be sealed in the vicinities, the probability of such an event taking place becomes rather significant. Naturally, the use of an xl head causes a much higher stress on the stem, and particularly in the neck of the stem, so that the negative effect on fatigue resistance caused by the crack is significantly amplified. Such a combination of unfortunate events is very rare in hip arthroplasty but this risk can hardly be eliminated". On 07/29/2015 a final report was prepared with the information collected, it was sent to the initial reported and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on may 12, 2015. Lot 101852: (B)(4) tems manufactured and released on july 19 2010. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported.